Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user missed a meal announcement after eating, following which blood glucose rose to 289 mg/dl and later trended down; the user noted a dexcom g7 fingerstick value of 179 mg/dl versus an ilet display of 196 mg/dl and was advised that calibration was not required. Symptoms included feeling okay without hypoglycemic or severe hyperglycemic manifestations. Outcomes included no alerts from the ilet for high or low glucose, no need for outside assistance, and no medical intervention or hospitalization, with glucose returning toward range after waiting. Investigation included customer support review and user education regarding meal announcement practices and calibration guidance. Investigation of this case revealed glucose elevation attributable to a missed meal announcement, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that user-related operational factors were the cause.